Event description:
It was reported that the patient went to the hospital over the weekend because of severe withdrawal symptoms of anxiety, muscle rigidity, nausea, eyes burning and twitching; seizures; tremors; and return of pain, with burning in his feet from rsd. The physician aspirated and refilled the pump. The right amount of medication was withdrawn from the pump. Even after the pump was refilled, the patient continued to experience withdrawal, pain and seizures. The patient was discharged, but then re-admitted with continued symptoms. No changes had been made at the refill and the patient was fine until approx two months later. There was no trauma, MRI, or medical tests recently. No diagnostic studies had been performed; a dye study was scheduled for the next week. The pump contained morphine. Additional information has been requested, but was not available as of the date of this report.